Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the image color issue could not be determined, however, the issue was likely the result of image sensor unit damage (disconnection, etc.), a faulty component on the circuit board due to use stress, external factors, or user handling. The event can be detected/prevented by following the instructions for use which state: ¿"chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, the event was confirmed as the bending section could not be fixed firmly due to damage on the forceps elevator lever. Other findings include the following: the bending section cover had a scratch; the adhesive on the bending section cover had a chip; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the video connector case and video connector had a scratch and a crack; the following components had a scratch: light guide connector, light guide cover glass, right/left plate, up/down plate, right/left lever, grip, switch 1 and 2, control unit, and bending section cover; and a noise image occurred due to damage on the charged coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported that the loaner endoeye flex deflectable videoscope had an angulation malfunction. There were no reports of patient harm associated with this event. The device was returned and evaluated, and the color tone of the image was not proper and was magenta and green only due to damage on the charged coupled device unit in the endoscope connector. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.